Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the medication was displayed "due now" on the screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer required clarification on the functionality of the ¿due now¿ feature. A technical support specialist provided the customer with information regarding the ¿due now¿ functionality and obtained permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was displayed "due now" on the screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.